Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2015 and performed to specification up to the (B)(6) 2015. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.